Event description:
The pt went from (B)(6) pounds and a jejunostomy was performed to implant a feeding tube. The leads were severed during the feeding tube replacement and the pt experienced a loss of therapeutic effect. The pt could not tolerate food after that and had to obtain all nutrition through the feeding tube. The health care professional had trouble getting impedances in the normal range and decided to explant the implantable neurostimulator (ins) and leads. The ins was replaced and the new ins was functioning normally. The pt was able to take about 1/3 of her food orally and the rest through the feeding tube. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Testing of the implantable neurostimulator (ins) (model 3116, serial number (B)(4)) revealed no anomalies. Ins output was tested at the distal end of a know good extension. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the extension. The ins was functionally okay. Testing of the leads (model 4351, serial numbers (B)(4)) revealed no significant anomalies. Both leads were cut through and segmented. Lead (B)(4) was cut 12.5cm from the proximal end and lead (B)(4) was cut 13.7cm from the proximal end. The leads had acceptable continuity on the portions that were returned. The leads were okay except for being cut through.